Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005422 shell porous with cluster holes 54 mm o.d. 61237877, 00784800200 modular neck k 12/14 neck taper use with +0 heads only 61202946, 00631005032 liner 10 degree elevated rim 32 mm i.d. 61231053, 00771301500 modular femoral stem press-fit plasma sprayed cementless size 15 61179126. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03410 neck, 0002648920 - 2019 - 00782 head. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records indicate that the patient underwent revision surgery nine years after initial surgery. Scar tissue and pseudocapsule were noted and removed during the procedure. The acetabular cup was noted to be grossly loose. Pathology reports were negative for inflammation and cultures were not indicative of infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent primary right tha and subsequently patient was revised nine years later due to pain, and elevated metal ions. It was noted that the patient had scar tissue and loose acetabular cup, all components were revised. Attempts were made to obtain additional information; however, none was available.